Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen sustained a fracture after the device was hit against a chair, rendering the screen unusable and the pump nonfunctional, and the patient transitioned to multiple daily injections; the affected device component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem to the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.